Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009, alleging that the cap from his onetouch ultrasoft lancing device was broken and then reportedly developed symptoms afterwards. The medical surveillance specialist (mss) spoke with the pt one week later to obtain/verify the following info: the pt stated that the lancing device issue first occurred "4 months ago." She indicated that the cap was falling off and that she had to tape it onto the lancing device in order to test. After a short time period of taping the cap on, she stopped testing completely as a result of not wanting to deal with the tape. She claimed that approximately 3.5 months after not testing, she developed symptoms of feeling dizzy, tired, difficulties walking, difficulties breathing, and had blurred vision. The pt also indicated that she was not taking her insulin at the time because she did not have insurance coverage. The symptoms lasted for approximately 1.5 weeks. The pt's friend then took her to the emergency room where she found out that her blood glucose lever was "587 mg/dl." The pt was then admitted to the hospital to control her hyperglycemia. According to the troubleshooting performed with customer service, there was no misuse of the product. A replacement lancing device was sent to the pt. This complaint is being reported because the pt allegedly developed hyperglycemia after the lancing device cap broke. The pt reportedly was hospitalized and was treated with insulin as a result of not being able to test.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of products(s) that do not pass inspection in a supplemental report.